Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: a visual inspection of the pump showed no evidence of moisture before opening the pump. A leak test was performed and a display lens leak was found. The display was found to be blank when the pump was powered on. The pump was opened and there was evidence of moisture observed on the main printed circuit board and display flex. Unrelated to the complaint, investigation revealed the following: a hairline battery compartment crack was observed above the bumper.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/17/2016, the reporter contacted animas, alleging a display (blank screen with moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.